Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an unexpected restart alarm. Customer's blood glucose was 12.7 mmol/l. Customer was advised that insulin pump will be replaced. No information provided.

Manufacturer narrative:
There was an a21 after battery change due to faulty c13 on ib. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip.